Event description:
A report was received that the patient was explanted due to a suspected infection at both midline incision and lateral ipg pocket. The symptoms include redness and oozing at incision sites. The physician believed that the infection was procedure related and not device related.

Manufacturer narrative:
Additional information was received that the patient was prescribed oral ciprofloxacin and received intravenous vancomycin.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to a suspected infection at both midline incision and lateral ipg pocket. The symptoms include redness and oozing at incision sites. The physician believed that the infection was procedure related and not device related.